Manufacturer narrative:
On 6/16/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. In addition, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and a loss of ECG signals occurred. It was reported that during the afib operation, the signal interference (noise) was observed on all ECG (bs + ic) channels on both the carto® system and recording system and no ECG (bs + ic) signals were displayed in the screen. The physician did not have other systems available to monitor the patient¿s heart rhythm. A second catheter was used to complete the operation. There was no patient consequence.

Manufacturer narrative:
It was reported that during the afib operation, the signal interference (noise) was observed on all ECG (bs + ic) channels on both the carto® system and recording system and no ECG (bs + ic) signals were displayed in the screen. The physician did not have other systems available to monitor the patient¿s heart rhythm. A second catheter was used to complete the operation. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and electrical evaluation of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch¿ electrophysiology catheter. Electrical testing was performed, in accordance with bwi procedures. An electrical test was performed on the catheter and it was found within specifications. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No electrical issues were verified during analysis. The instructions for use (IFU) contain the following recommendations: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The event described could not be confirmed as the device performed without any electrical issues. No product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).